Event description:
It was reported that a user¿s dexcom g7 glucose readings displayed on the dexcom app but not on the ilet due to entry of an incorrect pairing code for the sensor, and the user was guided to toggle settings and re-enter the correct code to pair successfully. Symptoms included hyperglycemia noted as ¿high¿ on the dexcom app without reported physical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem with no device problem found, characterized as an improper procedure related to pairing and not applicable to any device component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.